Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated that her cgm was 76 mg/dl for 45 ¿ 60 minutes. She did not check her bg at the time and started eating candy thinking that she was low. After eating candy without feeling better, she called emergency medical services (ems) and her bg per ems was high. Upon admission to the hospital, her bg was 732 mg/dl. No treatment information was provided. At the time of contact, the patient as still in the hospital with a bg of 300 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation confirmed a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.